Manufacturer narrative:
A medtronic representative tested the equipment. Everything checked out on the system and it was performing as intended. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when setting up for an educational course, a medtronic representative (rep) was unable to get the camera cart and main cart to establish communication. The rep pulled another camera cart from another medtronic navigation system in-house and was able to establish communication. There was no patient present when this issue was observed.